Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The device is not available for return; therefore, a technical product analysis of the device could not be completed. The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that following a trial procedure, the patient was experiencing weakness in the left leg. The patient had a lead pull. The paddle lead was kept by the medical facility. No further information has been obtained despite good faith efforts.